Event description:
A report was received that the patient underwent an explant of her leads due to infection. The patient was experiencing a fever and had discharge oozing at the lead site. The physician believes the infection is both device and procedure related but he cannot be certain if the infection was introduced during surgery or post operatively. The patient was prescribed anti-biotics and has recovered.

Event description:
A report was received that the patient underwent an explant of her leads due to infection. The patient was experiencing a fever and had discharge oozing at the lead site. The physician believes the infection is both device and procedure related but he cannot be certain if the infection was introduced during surgery or post operatively. The patient was prescribed anti-biotics and has recovered.

Manufacturer narrative:
The returned analysis showed that both leads passed visual inspection tests. There were no complaints about the functionality of the devices. Both leads were returned intact and no parts are missing. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial/lot #: (B)(4), description: linear 3-6 lead, 70cm.